Event description:
Caller reported a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the pump reset process, after which the error code did not reappear. The caller successfully started their sensor session.